Event description:
It was reported that in the patient's room, 6 days after the catheter was placed in the patient's right internal jugular vein, the injection hub became separated from the extension line. As a result, the catheter was removed and replaced with a new one. It was also reported that the (B)(6) male patient found the separated catheter, and might have accidentally pulled it in his sleep. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.